Event description:
Patient called lfs in 2002 alleging that one vial of test strips was giving them inaccurately high blood glucose results. Pt explained that they had been obtaining readings above "200 mg/dl". Pt could not recall the exact blood glucose readings. Pt had attempted to correct their glucose levels by taking insulin. On one occasion pt started feeling dizzy and had to take dextrose to feel better, after pt had taken insulin. Patient reported that they normally take 2 to 5 units of nph depending on the amount of carbohydrates they eat. Pt also takes 14-20 units of regular in the morning and at night. Pt was also advised by their physician to take insulin if their blood glucose levels were above "130 mg/dl". Patient reported that they could not determine how much insulin they would need to take on the day they had a reaction because their blood glucose levels were never above "130 mg/dl". Patient decided to visit their physician as a result of the high blood glucose readings. Their physician had suggested different insulin. The patient decided to purchase new strips before starting with new insulin. The patient reported that the control solution test is performed on the very first strip of every vial. Pt ran through a control solution test with their old strips and it failed, however, the very first strip had passed the control solution test. The patient purchased new test strips and compared them to their old strips. Pt obtained a "104 mg/dl" blood glucose reading with the new strips and "269 mg/dl" with the old strips. Patient could not recall exact blood glucose readings from the incident. Based on the failed control solution test and the incident, the test strips may have been reading inaccurately high. Patient explained that they were satisfied with the co's meters. No product replacements were made.